Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer also had blood glucose level of 365 mg/dl at the time of incident. The customer provide the symptoms regarding high blood glucose such as vomiting. Customer tried to call his healthcare professional early morning and was not able to reach. The customer was treated for the high blood glucose with insulin pump. Customer stated that their old insulin pump had keypad anomaly. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.